Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post implant testing, when holding the induce button, the intended burst ceased after approximately 1 second resulting in an unsuccessful induction. Data was uploaded for a technical services (ts) review. Upon review, ts suspected root cause to be telemetry challenges. The field reported a wand location by the patient's legs: ts recommended it be placed closer to the device. No adverse patient effects were reported and to date the device remains implanted and in service.